Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a roux-en-y procedure, the device misfired. When the device fired, the surgeon felt the anvil slip away. The anastomosis wasn't created, the staples fired and knife cut. The surgeon admitted he did not look to see if green bar present before firing. The surgeon had to redo the anastomosis with a new device and then oversew. There was unanticipated tissue loss and a delay of over 30 minutes. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). No reinforcement material was used. There was no difficulty removing the eea from the patient after it was fired. The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.